Event description:
It was reported that the pharmacy technician was withdrawing pemetrexed from the vial using a 60ml bonded texium syringe attached to a 20 mm vial adaptor when the tip broke off. The customer confirmed that there was no leak noticed or harm to the technician. There was no patient involvement.

Manufacturer narrative:
The customer¿s report that the tip broke off of the bonded texium syringe was confirmed based on visual inspection. The syringe breakage was observed with part of its "collar" broken off. The broken off "collar" piece was still affixed onto the texium connector. No other obvious damages or issues were observed with the received samples. No testing was deemed necessary due to the obvious breakage with the syringe. The root cause was not identified.

Manufacturer narrative:
Concomitant medical products: received two used vials ref mv0513, alimita pemetrexed for injection 500mg exp 03 2022, ndc 0002-7623-01 (one vial has texium connector still attached). The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that the pharmacy technician was withdrawing pemetrexed from the vial using a 60ml bonded texium syringe attached to a 20 mm vial adaptor when the tip broke off. The customer confirmed that there was no leak noticed or harm to the technician. There was no patient involvement.